Event description:
It was reported that the pt ran into a board and severely gashed his head behind the right burr hole. The extension was replaced. Following replacement, the extension was very tight in his neck and the back of his head.

Manufacturer narrative:
(B) (4).